Manufacturer narrative:
The device was received with operating currents within specifications. The device passed the displacement test, self-test, and change sensor test. The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. The device was received with intermittent buttons due to corroded keypad traces. There was no button error alarm noted. The device was received with cracked case at display window corners, minor scratched lcd window, and corrosion at the batter tube.

Event description:
The customer reported via phone call that their up and down arrows were unresponsive. The customer's blood glucose at the time of the incident was 44 mg/dl. The customer treated his low blood glucose levels with food. The customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis.